Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced stopper deformation. The following information was provided by the initial reporter: the customer reported about one product in which the stopper was damaged.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the stopper was damaged. The returned syringe was examined and exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch# 1123341. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced stopper deformation. The following information was provided by the initial reporter: the customer reported about one product in which the stopper was damaged.